Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during the last fill. The technical service representative (tsr) cycled the power to clear the alarms and explained what the alarms meant. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and there were no patient extensions in use. The patient line had not separated from the transfer set. The patient did not disconnect prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The heater bag connection was loose and had disconnected. The home patient (hp) would discard the supplies and finish with manual supplies. The hp would call her registered nurse regarding the incident. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.